Event description:
This laser was used on a consultation office visit. I was drugged by the physician and the doctor used the laser all over my face hands, feet, legs joints and sexually abused me with it. I have scarring on my face permanent damage, on my ankles, and possible permanent damage to my face, even used it on my head. The scars are very painful, my skin is wavy and my ankles and legs are skinny vaporized. They look and feel bad. Dates of use: 2009. Event reappeared after reintroduction: yes.